Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer temporarily discontinued using the insulin pump. Customer was recently hospitalized on (B)(6) 2016 due to a high blood glucose level of 800 mg/dl. Customer was released on (B)(6) 2016 and then re-hospitalized on (B)(6) 2016 due to a high level of diabetic ketoacidosis and ketones. Customer was expecting a visit from her family. Customer will reinstate the pump in late (B)(6). Customer stated that she believes that it may have been user error but she also believes that the longer cannula could be the issue.